Manufacturer narrative:
During hospitalization the patient's pd catheter was discontinued and hemodialysis was temporary initiated. On an unreported date, the patient was treated with an unknown intravenous antibiotics. At the time of this report, the patient had been discharged from the hospital and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿performed peritoneal dialysis in an inadequate site¿. The peritonitis was manifested by abdominal pain. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient began treatment with intraperitoneal (ip) ceftazidime and vancomycin (doses and frequencies not reported). Eleven days after diagnosis, pd therapy was suspended and a central catheter for hemodialysis was placed. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.